Event description:
It was reported that the patient presented for a follow-up in clinic with intermittent dizziness. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.